Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification. No unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump was programed to alarm low reservoir. No unexpected low reservoir alarm noted. The device had a scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip. The insulin pump received without the original pump belt clip. No damage on the belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.